Event description:
Attorney reported: the pt was implanted with a recalled bard/davol hernia repair product. As a direct and proximate results of defective design, manufacture, function and/or inadequate warnings regarding the hernia repair product, the pt sustained injuries and damages. Info provided reports that the pt had died.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.